Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a flow error. The was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. The root cause could not be determined during the device analysis.